Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male, pt underwent aaa repair in 2009. The pt received a zenith main body and two zenith iliac legs. The pt was exhibiting a type I endoleak. The physician was unable to locate the source of the leak, everything overlapped correctly, leak was viewable from above the junction of the right internal iliac. The pt's anatomy was not tortuous or calcified, physician stated it was a perfect anatomy. Intervention to take place in the next week or two, possible aorta-uni case. Area rep will update. The pt will need intervention.